Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the alarm and coordinated a replacement of the pump, which was still under warranty. The customer was advised that the new pump would have updated software and was instructed on the procedures for returning the problematic pump. A replacement pump and cartridge replacements were sent to the customer.